Manufacturer narrative:
Based on the reported event, it seems as though the implant was not expanded during the initial centerline/prolift surgery. This would have essentially left the prolift acting like an undersized static interbody and would have allowed for migration and wobble between vertebrae.

Event description:
Centerline amd prolift removal, it was reported that the "screw placement and cage wee backing out, cage not expanded fully, no issue removing, moved up a level."